Manufacturer narrative:
The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the aortic rupture is unknown, it appears that patient factors, (calcification, sbp >200) mentioned above may have caused the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post implant of a 29mm sapien 3 valve, the patient had a very large increase in pressure (systolic pressure 260 mmhg) resulting in a ruptured ascending aorta, near the arch. The patient expired.  It is perceived that an aortic aneurysm caused the patient¿s blood pressure to increase, which then subsequently caused the ascending aorta to rupture and the patient death.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10 code was changed from 2208 to 2491.  Additional information obtained indicated the death was caused by an aortic dissection.   The procedural cine and pre-op CT images were sent to edwards lifesciences for review and were evaluated by a physician proctor. Procedural cine:        aortogram, heavily calcified aortic valve, not full coaxial view.       Balloon valvuloplasty.         No sequence of valve alignment.         Valve deployment.       Valve post deployment, no pvl.         Ascending aorta size enlarged, aneurysm.         Extravasate of contrast (red circle) in the region of ascending aorta, rupture pre-op CT:  no cardiac CT images provided impression/recommendations: heavily calcified aortic valve, regular implant of sapien 29 mm valve, no pvl. Rupture confirmed at level of ascending aorta visible by contrast extravasate. No device deficiency. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure.   Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although the exact cause of the aortic dissection is unknown, it appears that patient factors, (severe valve calcification, sbp >200) mentioned above may have caused the event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.